Event description:
Hcp reported the pt had an alarm date of 8/2002 for refill. Two days earlier, the pt began to complain of withdrawal symptoms. Was seen in the clinic on 8/2002, given clonidine and "some other medications" to take care of the withdrawal symptoms. "The pt's pump seems to consistently run about 1cc ahead of what it should." The hcp was only able to withdraw 1cc when there should have been 2.5cc left in the reservoir. They are now compensating for this by increasing the refill date to 2 weeks before the alarm date.